Event description:
It was reported that the leakage was found after 9 days of use. This problem was resolved by replacing a new air-cuff. The event occurred while in use with patient at the hospital.

Manufacturer narrative:
E1: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection and functional testing when the reported leakage from the device cuff was verified. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation could not determine a root cause for the observed tear in the device cuff.